Event description:
The patient reportedly experiences intermittency. The patient's performance has reportedly declined. External equipment troubleshooting was performed. Integrity testing showed abnormal results. Revision surgery has been scheduled.